Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support, who provided instructions for resetting the pump. After the pump was reset, the cgm error did not reappear, and the caller successfully began a new sensor session.